Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered. No information was captured as the customer's weight was not provided.

Event description:
The customer reported that she measures her blood glucose with contour next one meter because she has a disease which causes her blood sugar to drop. The customer is not diabetic. On (B)(6) 2020 at 11:38 a.m., the customer obtained a blood glucose reading of 92 mg/dl prior the meal on the contour next one meter. An hour later, the customer ate fruit and exercised on an elliptical machine. After 30 minutes of exercise, the customer was experiencing symptoms of hypoglycemia such as low cognition, grogginess and paleness. The customer called the ambulance who performed test on their meter and obtained a reading of 61 mg/dl. The customer was taken to the hospital where she was treated with an intravenous glucose solution. The customer stated that she was not feeling well. No further event details were provided. The customer was advised to return the device for evaluation. A replacement meter kit was sent to the customer. Since the strip information involved in the event was not provided, this report will be submitted under the meter information.

Manufacturer narrative:
The customer returned the suspected contour next one meter for evaluation. No test strips were returned. The returned meter was tested with the in-house contour next test strips, which gave a satisfactory performance. Additionally, a device history record was reviewed for the suspected contour next one meter and no manufacturing anomalies were found.